Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a carotid artery stenting treatment procedure, a dissection occurred. Angiography revealed a de novo type c lesion in the proximal left anterior descending artery (lad). The reference vessel diameter was 3.0mm. The lesion length was 23mm with 60% stenosis and timi flow 3. Moderate calcification and mild tortuosity were present. Pre-dilatation was performed with a maverick 3.0mm/20mm balloon. A 3.0mm/28mm taxus liberte was deployed at 8 atmospheres (atms) and slow deflation of the stent delivery balloon was reported. Post dilatation was not performed. Final angiography revealed timi 3 flow with a 0% residual stenosis. A grade c dissection within the target lesion was observed. No peri-procedural events were reported.